Event description:
It was reported that the surgeon who was preforming a laparoscopic cholecystectomy. He went to clip the cystic artery and the clip malfunctioned and tore the artery. A new clip applier was opened and used to stop the bleeding. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2026. D4: batch # a7002l. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml device confirmed that it was received with no apparent external damage. The opened packaging was also returned with the instrument. To evaluate the reported event, the device underwent functional testing. During testing, the instrument was fired; however, the clips did not advance into the jaws as intended. Further examination identified that the tip of the clip advancer was bent. The instrument was subsequently disassembled, which confirmed the advancer deformation, and nine (9) clips were found within the clip track. Investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a7002l number, and no non-conformances were identified.